Event description:
It was reported that during a procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully using back-up equipment. No clinically significant delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete.

Event description:
It was reported that during a procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully using back-up equipment. No clinically significant delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event of overheating was not able to be confirmed as the device was not returned for evaluation. The device was not returned for evaluation.